Event description:
It was reported that both the atrial lead and the right ventricular lead had lead warnings for high impedances. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.